Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass the oxygenator failed to provide adequate gas transfer. The perfusionist started that there were no issues observed during set-up, priming, and preparation of the cpb circuit. During the initiation of cpb, the arterial blood was dark and the cdi 500 measured very low pao2 levels (30-40 mmhg). The pt was weaned from cpb prior to cardioplegic arrest and the pt was ventilated by anesthesia. The gas supply to the oxygenator (including blender) was inspected and the vaporizer in the gas line was bypassed. Cpb was re-initiated and again the arterial blood was very dark. The pt was again weaned from cpb (with anesthesia ventilatory support) and the oxygenator was connected directly to a tank of 100% oxygen. The blood in the circuit was briefly directed through a recirculation line and the blood became a "brighter red". Cpb was again re-initiated and there were continued signs of inadequate gas transfer.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is completed and more info becomes available. A review of the device history record revealed no indication of production related issues, and a search of the complaint file found no other report with the involved product code and lot number combination. (B)(4).